Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4) batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was getting stimulation in unwanted areas due to the lead migrating. The patient underwent a revision procedure wherein the lead was pulled back down in place and was sutured. The patient was doing well postoperatively.